Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, relevant tests/lab data, concomitant medical products: (B)(6) 2016 is an estimated date. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the medial clip detached from the anterior leaflet and remained attached to the posterior leaflet, and required an additional clip for stabilization, which is considered medical intervention. It was reported the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4. Three clips ((B)(4)) were implanted, reducing the mr to trace. On an unknown date, the patient returned with increased mr of 4. It was found that the medial clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). On (B)(6) 2016, an additional mitraclip procedure was performed for stabilization of the slda clip. The 3d image showed what looked like a cleft on the anterior leaflet. One clip was implanted, reducing the mr to 3-4. No additional information was provided.

Manufacturer narrative:
(B)(4). The unique device identifier (UDI) number is being reported as unknown because it could not be confirmed which of the three implanted clips experienced the single leaflet device attachment (slda); therefore, the UDI and lot history record review are provided for the three clips. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which possibly affected leaflet insertion in the clip, and therefore contributed to the slda; however, this cannot be confirmed. The reported patient effects of tissue damage and worsening mr appear to be related to procedural conditions and a result of the slda and there is no indication of a product quality issue with respect to manufacture, design or labeling.